Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.